Event description:
It was reported that the patient underwent implant of the shunt (B)(6) 2012. During the operation, sclera/conjunctiva wound dehiscence was observed. The doctor brought the conjunctiva together, part of the tenon was exposed. After confirmation that there was no effusion, the doctor completed the operation. On (B)(6) 2012, it was reported that the patient was recovering. The doctor commented that the eyelid was hard and it was difficult keeping the eyelids apart. The physician indicated that there was no product malfunction. No further information was provided.

Manufacturer narrative:
(B)(6). (B)(4). To date the shunt remains implanted. Prior to release to market, the shunt met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information: serial number (B)(4). Batch records were reviewed and show no deviations. Review of the historical complaint data base revealed that no similar complaints from this lot number were received. The bg 102 with serial number (B)(4) passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. Placeholder.